Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for damaged shield with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the upper part of shield was dented with a paxgene® blood ccfdna tube. This occurred on 5 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: the upper part of the shield was dent.